Event description:
It was reported that during a sigmoid colon resection procedure, the ancillary trocar broke off into the shaft of the anvil. The problem occurred while the surgeon was removing the trocar so the anvil could be attached to handle. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.